Manufacturer narrative:
(B)(4).

Event description:
The physician called and stated a pt was found unconscious. The physician didn't know the pt's name, but the physician thought that he had a pump. It was thought that the pump delivered morphine sulfate. The physician stated that he would call back later with the pt info. Several attempts were made to re-contact the reporting physician with the contact info provided at the time of the initial call; the attempts were unsuccessful. Further follow up is not possible at this time due to lack of add'l contact info.